Event description:
It has been reported to philips that the patient was admitted to hospital with obstructive jaundice to remove the bile duct drainage tube. During the startup process, the system could not boot up. A restart did not resolve the issue. The patient was transferred to another system for surgery. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. Upon inspection, fse determined that the roof of the hospital room was leaking and the water drips into the motherboard causing short circuit. The fse replaced the motherboard. After replacement of motherboard, the system was returned to use in good working order. The codes were updated based on the investigation outcome.